Manufacturer narrative:
Report date: 15sep2021.

Event description:
It was reported to philips that the lower right-hand corner of touchscreen does not respond to touch. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The device was being set up for use when the malfunction was found. Device was not providing therapy, it was being set up for use and the customer reported that to have another device on hand to place the patient on and required no additional intervention or delay of treatment. No patient harm was reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the touchscreen needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the touchscreen to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing. Upon further investigation, the issue was found outside of clinical use and is not likely to cause or contribute to a death or serious inquiry. Therefore this complaint no longer meets reportability requirements.